Event description:
During a stenting procedure of the right subclavian artery, a small piece of peripheral balloon bacame detached and was visualized in the right subclavian. A snare was used to remove the balloon from the body. The pt tolerated the procedure well.